Event description:
It was reported that a vns patient would have having their generator battery replaced because it was running out of juice. The patient had surgery and their explanted generator was returned for analysis. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. The generator was not at end of service. The patient was last seen in clinic on (B)(6) 2012. At that time, he was having increased seizures and they were not responding to prn diastat. The vagal nerve stimulator was interrogated and the settings were as follows: output current - 1.50 milliamps, signal frequency - 20 hertz, pulse width - 130 microseconds, signal-on time - 30 seconds, signal-off time - 1.1 minutes, magnet current - 1.50 milliamps, magnet-on time - 60 seconds,magnet pulse width - 130 microseconds, the vns was implanted on (B)(6) 2003. The lead impedance was ok. The dc/dc converter measurement was 1. The eos indicator was 'no', indicating that the battery did not need replacement. At that time, he was started on onfi, which dramatically improved his seizure control. Their generator was a prophylactic battery change because it was 10 years old and that was the only reason for the change, in addition to his increase in seizure frequency. It is unknown if their seizures were above or below their prevns baseline. Good faith attempts were made and no further information was attained.